Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a nasal sample. Confirmation testing on nasopharyngeal sample with (platform: abbott m2000) generated a negative result (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on 21sep2022 on a nasal sample. Confirmation testing on nasopharyngeal sample with (platform: abbott m2000) generated a negative result (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1086021 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 108602, test base part number 190-430 / lot 1086021. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1086021 showed that the complaint rate is 0.00192%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text: device discarded, single use device.